Event description:
Journal ref: farris s, vitek j, giroux ml. Deep brain stimulation hardware complications: the role of electrode impedance and current measurements. Mov disord. 2008;23(5):755-760. We present four pts with evolving dbs hardware complications that occurred during long-term follow-up, that shaped our clinical protocol for long-term care mgmt and hardware troubleshooting. Reportable event: pt 3 is a man with pd for 10 yrs and with successful bilateral stn dbs and soletra ipgs for 1 yr (right stn parameters: 3.5 v, 60 microseconds, 185 hz, cathode 1, and anode 3). He returned to the implanting center with complaints of intermittent left hand tremor that ranged from none to severe not associated with pd medication timing. Electrode impedance and current measurements were normal in electrode 2 but abnormal in electrodes 0, 1, and 3 with high impedance and low current (2,000 and 7 a) consistent with three open circuits. Stimulation using electrode 2 (3.0 v, monopolar polarity, 60 microseconds, 185 hz) was effective for his tremor and rigidity with normal therapy impedance and current measurement (1,630 and 35a). The internal wires had wider than normal coils in a small section of the wire. He regained tremor control after lead wire replacement. See mfg report 2182207200803754.

Manufacturer narrative:
.